Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The customer did not confirm if they interacted with the pump within the time frame. In addition, multiple cartridge change errors occurred. The customer's blood glucose level was approximately 480 mg/dl. Customer continued to use the pump for insulin therapy.